Event description:
It was reported that bd cathena blood leaks out of control plug. It was reported by customer that cathena didn't blood control and blood came back. Verbatim: cathena didn't blood control and blood came back.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.